Manufacturer narrative:
Preliminary investigation performed by the field engineer (fe) included visual inspection of the rf surface coil and site interview. The fe observed no evidence of damage or modification on the surface coil. An interview with the site indicated that the technologist was aware of proper padding and pt positioning instructions for a mr exam. However, the technologist did not use padding on the pt due to her size and comfort. An investigation is ongoing.

Event description:
The site reported that the pt sustained quarter size blisters on both elbows during a mr exam of the sacrum using a torso array surface coil. The pt was not being monitored during the exam. The pt's hands were not clasped during the exam. Also, there was no cable or conductive material in contact with the pt during the exam. According to the site, no padding was used on the pt. Instead, the site used sheets and blankets. The pt was in the bore for 27 minutes. The patient received ice on the affected areas. The exam used the following pulse sequences: stir, fse, fat sat. Scan durations were the following: 3-plane -2min, fse-xl/90 3min 38, fse-xl/90 3min 30. The pt's complaint alerted the technologist of the sensation during the fse-xl/90 scan.